Event description:
The customer reported the universal cord of the endoeye flex deflectable videoscope had wrinkles when the cord was looped. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found adhesive around the objective lens was peeled. The report is being submitted due to peeled adhesive found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings, evaluation found the complaint was confirmed and the universal cord and video cable were wrinkled. Also, evaluation found the bending section cover adhesive was chipped, the video connector was damaged, the venting connector of the light guide connector was loose, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the light guide lens was cracked, the video connector case was cracked, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed objective lens adhesion peeling issue could not be determined, however, the issue was likely the result of repeated use stress, external factors, or handling. The event can be detected by following the instructions for use which state: "chapter 3 preparation and inspection 3.3 inspection of the endoscope". ¿inspection of entire endoscope¿ ¿6. Check that there are no scratches, chips, dirt, or gaps around the lens on the tip of the lens¿. Olympus will continue to monitor field performance for this device.